Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/ tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/ retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead associated pacemaker and right atrial (ra) lead exhibited loss of capture. Boston scientific technical services reviewed the data and confirmed impedance measurements are stable but thresholds measurements have been fluctuating. The device provided a back up pulse during the episodes of loss of capture. The physician elected to explant the whole system. A replacement system has not been implanted due to difficult venous access. No adverse patient effects were reported.